Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The reporter alleged that the balloon failed to inflate. There was no known patient injury or harm. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the obturator and insufflation syringe were received. The insufflation bulb was not received. In addition, the flange of the dissector balloon was detached from the cannula. The trocar and dissector balloons appeared intact. Additionally, engineering verified the presence of sufficient bonding material in the area of failure. Visual inspection of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged dissector balloon. A review of the device history record indicates this device lot number/serial number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be a misuse by the end user should new information become available, the file will be re-opened and the investigation summary amended as appropriate.